Manufacturer narrative:
This report is being supplemented to provide additional information (h6, h10) regarding the reported event. H10: it is confirmed that the actual item had trace of outer stress such as bite marks and wrinkles on insertion unit, also it had possibility of outer stress on distal end. However, we cannot specify a logical connection between the scope and the suggested events. The cause of the event cannot be conclusively determined. Since the actual item had trace of outer stress such as bite marks and wrinkles on insertion unit, we presume the stress caused distal end glue peeled off which led to the suggested events. Moreover, the actual item had air leakage from a-rubber, moisture may have caused deterioration of the glue. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
The device was returned to the service center for evaluation. During the evaluation, the technician was able to duplicate the reported event of scope has a leak at the a rubber. There was no secondary leak noted. Additionally, the c cover was found to have a minor dent and cracked glue. The objective (ob) lens was found to have peeling cement. The bending section was found to be detached and had no continuity reading. The insertion tube had dents/kinked. The lg prong was found loose. The investigation is in progress. As additional information becomes available a supplemental report will be filed.

Event description:
Olympus received a report from the user facility stating that the device had an internal leak. The leak was discovered during the reprocessing of the device. There was no patient involvement.